Event description:
It was reported that on (B)(6) 2012, a catheter revision was done because of catheter break/severing, and the pump was electively replaced. During surgery, the healthcare provider was unable to withdraw cerebral spinal fluid (csf) from the catheter upon disconnecting from pump. The spine site was opened and the catheter was found to be severed/broken, therefore a new catheter was implanted. The break in the catheter was "near the anchor at the spine insertion site, approx 1 inch from the anchor". The pump was replaced at the same time as it had reached its elective replacement indicator (eri) or end of life (eol). Reporter indicated that there were no patient symptoms/injuries related to the event. The medications in the pump were morphine, baclofen and bupivicaine. The pump and catheter were returned for analysis.

Event description:
Correction: as previously reported, a catheter revision was performed and a new catheter implanted. Additional information left out of previous report indicated some of old catheter remained in patient due to the fact it was severed and could not be retrieved. Therefore the catheter was only partially explanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), partial explant: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Final analysis of the catheter found the catheter/catheter body broken. The most distal end of the returned catheter (segment #2) appeared oblong and jagged. This suggests the catheter was pinched and broke. Final analysis of the pump found pump/battery high resistance. Low battery reset happened during the decontamination of the pump. Further battery testing showed the battery had an internal resistance of 455.08 ohms. Max. Spec. Is 317 ohms; failed. Two motor stalled were seen in the pump logs. One short stall was on (B)(6) 2012, and a longer stall on (B)(6) 2012. The longer stall happened after explant. Emi and/or magnetic interference can cause motor stalls and it is believed that this is what caused the stall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient experienced poor analgesia. It was later reported that the cause of the catheter break was undetermined. The location of the break was at the proximal catheter. It was indicated that t catheter dye study had been performed.